Event description:
Smartez 250 ml, 250 ml/hr rate, lot #s8b11 filled with imipenem-cilastatin 1 gram in 0.9% sodium chloride 250 ml infused halfway. When disconnected, dose would drip. Rn changed dose to another lumen and still slow flow. IV line flushed without difficulty. Pt received about half the dose. Therapy start date: (B)(6) 2018. Diagnosis or reason for use: acute cystitis with hematuria.